Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while in a medical facility. The lifevest detected ventricular tachycardia (vt) and delivered a treatment at 01:16:44 on (B)(6) 2016. The vt was successfully converted to a sinus rhythm (95 bpm). The lifevest delivered a second treatment at 07:25:10 during asystole. Asystole is considered a non-treatable rhythm. CPR artifact contributed to the false detection. The patient remained in asystole following the treatment. The patient's rhythm transitioned to an idioventricular rhythm (60 bpm) at 07:32:21. The lifevest was deactivated at 07:51:48. The patient was in a sinus rhythm (95 bpm) at the time of device deactivation. The patient passed away the following morning (B)(6) 2016 at approximately 1:45 am. The patient was not wearing the lifevest at the time of passing. The lifevest operated as designed and treated the ventricular arrhythmia.